Event description:
Event description guidant received information that this transvenous coronary sinuse lead exhibited >2000 ohm pacing impedance, and an increase in pacing thresholds. A guidant technical services (ts) consultant recommended obtaining a chest x-ray to rule out lead dislodgement. To date, there have been no reported patient symptoms associated with this clinical observation.